Manufacturer narrative:
(B)(4). Final analysis of the pump revealed battery resistance high. Per analysis, "in house battery tester par 273a reports r = 342 ohms. = (-2.98v - -0.603v) / (0.00002a - 0.00503a) ocv = 3.045". Per analysis the pump contained lioresal.

Event description:
It was reported that the battery was depleted. The pump was replaced. No pt symptoms were reported.